Event description:
It was reported that this patient's implantable cardioverter defibrillator recorded a signal artifact monitoring event that disabled the respiratory rate trend (rrt) feature, due to a low pacing impedance out-of-range measurements on one of this right ventricular (rv) lead's vectors. Although, the rv pacing impedance trend has been stable, and no noise has been noticed. Technical services (ts) indicated that the rrt can be turned back on. However, it was decided to leave it off. In addition, it was noticed an odd behavior with a wireless electrogram. Ts indicated that this was related to the rv lead being single coil. This rv lead remains in service and no adverse patient effects were reported.